Event description:
Boston scientific received info from a clinical study that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to t-wave oversensing that occurred when there was a reduction in the signal amplitudes. The s-ICD was reprogrammed to prevent the oversensing from reoccurring. No adverse pt effects were reported.

Manufacturer narrative:
The sicd remains implanted and in service. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.